Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels from (B)(6) 2024 to (B)(6) 2024 of 300 mg/dl to displaying high on the continuous glucose monitor (cgm). The high bg causes were not known. The customer performed a supply change to address bg for all elevated bg levels. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to contact their healthcare provider (hcp) or tandem technical support and if they need further assistance. No additional patient or event information was available.